Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at 8.331 mg/day) and baclofen (600 mcg/ml at 499.85 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient went to the hcp office for a regular refill appointment and the pump displayed an empty reservoir. The caller stated that the patient did not hear an audible alarm but the hcp did hear the alarm. It was reported that the patient had not missed a refill; the last time the pump was filled was on (B)(6) 2018. It was unknown if the pump was updated during the previous refill appointment. No symptoms were reported. The caller reported that they would be following up with the hcp to obtain more information for proper troubleshooting. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the empty pump was unknown. It was reported that a 8840 clinician programmer was used to update the pump after the refill. The issue was reported as resolved. No further complications have been reported as a result of this event.